Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, it was reported that the patient's incision reopened on (B)(6) 2012. The patient returned to the hospital to have incision closed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered oral antibiotics on (B)(6) 2012 due to the implant incision opening after implantation. This report is filed (B)(4) 2013. Implanted device remains.